Event description:
Revision surgery - due to glenoid wall collapsed, broken fragmented piece left in the patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00940; 508-65-001, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.